Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the physician's handheld history indicates that at the last consultation, the physician performed a system diagnostic test with the results: communication ok; high impedance, dcdc converter 4. One minute later, the physician performed another system diagnostic and everything was fine. As the second diagnosis was fine, no special interventions were planned, x-rays were not taken, and the vns device was not disabled. The programming history was sent to the manufacturer to review, which confirmed the above diagnostics were seen on (B)(6) 2013.